Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beep tones over a couple of days. The device was interrogated, and a red screen appeared with a bd error code. Data analysis was performed, and premature battery depletion was confirmed. Boston scientific technical services recommended device replacement due to this anomaly. If a new replacement window is desired, the healthcare professional can provide new data for review. No adverse patient effects were reported. This device remains in-service. Should the device get explanted or replaced in the future, an updated report will be provided if the information is made available to boston scientific.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beep tones over a couple of days. The device was interrogated, and a red screen appeared with a bd error code. Data analysis was performed, and premature battery depletion was confirmed. Boston scientific technical services recommended device replacement due to this anomaly. If a new replacement window is desired, the healthcare professional can provide new data for review. Additionally, this device was explanted and replaced. No additional adverse patient effects were reported. The device is with the patient, if the patient does decide to return it for analysis a new updated report will be provided at this time.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beep tones over a couple of days. The device was interrogated, and a red screen appeared with a bd error code. Data analysis was performed, and premature battery depletion was confirmed. Boston scientific technical services recommended device replacement due to this anomaly. If a new replacement window is desired, the healthcare professional can provide new data for review. Additionally, this device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.